Manufacturer narrative:
The reported event could be confirmed, since the affected device was returned for investigation. A review of the device history report for the reported lots did not indicate any abnormalities that could be related to the reported incident. The device inspection revealed the following: the collar of the neck shows a mark, indicative of conflict with the cup. This mark suggests that the neck had been in conflict with the cup before the liner breakage. The pe liner is fractured on one side. The fracture pattern indicates that the neck perforated and tore the liner laterally, consistent with sustained, excessive pressure concentrated on a single side. Dimensional analysis revealed an enlarged internal diameter, suggesting the liner's mobility was constrained within the cup and the neck exerted focal force against one side. Scratches were also observed on the external surface at the pole, likely caused by contact with the cup rim. The rim of the cup was strongly marked on one side due to repeated contact, likely with the neck collar. The explant analysis suggests that a conflict between the neck and the cup and/or surrounding tissues occurred prior to pe liner breakage. Medical records were provided and reviewed. Osteophytes were observed: the cup, which had been flush with the trapezium, and the stem, which had been flush with the metacarpal, were found incorporated into the surrounding bone 5 years post implantation. The neck became jammed at some point due to the surrounding bone regrowth; once it stopped rotating, focal loading persisted on the same area, leading to progressive damage. Conclusion: after a thorough investigation (returned device, DHR review, complaint history review), it appears that the fracture is most likely due to patient-specific factors and biological bone response (bone regrowth on the metacarpal bone) rather than a device malfunction.

Event description:
Five years post-operatively, a 72-year-old male patient presented with severe metallosis leading to significant bone loss. No trauma was reported, and the patient had no notable physical activity. During revision surgery - performed without a sales representative present - the surgeon observed extensive metallosis, a completely corroded cup, and a fractured polyethylene liner detached from the neck. Given the extent of damage, an lrti procedure was performed. The surgeon is experienced and had previously attended touch training.